Event description:
During initial placement of a ureteral stent. The distal portion of the stent broke off & was retrieved via use of radiology equipment (c"-arm) to flush the piece from the patient's bladder. There was no injury to the patient & no further complications reported.